Event description:
I used fixodent from about 1989 to now 2009 I'm feeling numbness, tingling and sometimes pain in my legs and feet and weakness. I had blood work done. Here are the lab reports. Copper, serum 109. Zinc, plasma or serum 135..